Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. The unit was leak tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, a leak was observed between the 1 cm and 2 cm depth markers when flushing the red lumen. Microscopic inspection of the leak site found that a diagonal tear was present on the catheter tubing. The fracture edges were angular and the surface was smooth. The fracture features suggested that the damage had developed quickly as opposed to the constant wear over time associated with rounded edges. Potential root causes include handling of the catheter with a blunt instrument; however, the features ultimately did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a catheter was placed on (B)(6). On (B)(6) antibiotics administered via the contrast lumen. Leakage confirmed after administration. When flushing with heparin solution via the contrast lumen, leakage was again confirmed. The other two lumens are functioning without any issues. There was no patient harm or delay in treatment. It's unknown how the catheter was secured. Catheter was successfully removed.